Manufacturer narrative:
Reference record: (B)(4). Catalog number: 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. After an unspecified period of time, the patient developed infection and abscess at stoma site. On (B)(6) 2018, patient went to the hospital. Patient was referred to the radiology department and abscess drainage was performed. Patient was treated with oral antibiotics augmentin 1gm twice a day and cipro 500mg twice a day.